Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review was completed and revealed no findings that could contribute to the current complaint. The reported condition was verified. The device was observed that the second column of keys which are 2nd soft key, setup, #1,4 and 7 to be inoperable due to failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed defective keypad key which is column 2. There was an unknown patient injury or medical intervention associated with this event. No additional information is available.